Event description:
Upon receiving mts anti-igg gel card lot# 081105001-30 (exp. 9/15/2006), the customer observed what appeared to be a black particle in one of the gel card microtubes. Return of the gel cards showed that the packaging was intact and the product was not used.